Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio opened the device's case and observed several burnt components on the power supply and the power conversion pcd assembly. The customer declined repairs citing cost of repair and age of the device. The device will not be returned to physio-control for eval. The root cause of the reported failure cannot be determined.

Event description:
Found during routine testing. According to the report, the device had evidence of overheating. There was no pt associated with the report.